Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported that the motherboard of the fresenius 2008t hemodialysis (hd) machine had a discolored c2 capacitor. The machine was being installed when a burning smell was observed by the fst upon power up. There was no observed smoke, spark, flame, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 10 hours and the motherboard was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the motherboard. The biomed replaced the motherboard, which resolved the issue. The unit was installed at the user facility without issue and without reoccurrence of the event. The motherboard is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the motherboard. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified discoloration on the motherboard at the c2 capacitor.

Event description:
A fresenius field service technician (fst) reported that the motherboard of the fresenius 2008t hemodialysis (hd) machine had a discolored c2 capacitor. The machine was being installed when a burning smell was observed by the fst upon power up. There was no observed smoke, spark, flame, or arcing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 10 hours and the motherboard was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the motherboard. The biomed replaced the motherboard, which resolved the issue. The unit was installed at the user facility without issue and without reoccurrence of the event. The motherboard is available to be returned to the manufacturer for physical evaluation.